Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. No product was returned. The cause of the delivery issue was most likely patient condition related as there was resistance crossing the aortic valve resulting in a catheter kink. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. The complainant reported that the catheter of their pump was found to be kinked during patient support. The pump was subsequently explanted roughly an hour after implanting due to the noted kink. An intra-aortic balloon pump (iabp) was inserted to continue with patient support. The procedural outcome noted that the patient expired three hours after admission to the unit. There is not enough information to exclude the impella device as an associated factor in the patient's demise.